Event description:
Additional information received reported that perioperative antibiotics were administered. It was noted that the patient had several uti's (urinary tract infections) not related to the device. The patient did not have meningitis. The patient's signs and symptoms were noted as abnormal urinalysis and a culture was obtained with the organism indicated as varied. Treatment included oral antibiotics. The patient outcome was noted as infection resolved. It was further noted that "none of her uti's are related to her interstim." If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3093-33, lot# v813526, implanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported that the patient was having recurring balder infections since a botox procedure on 2011 (B)(6). Patient was taking antibiotics on and off and had her device turned off because it "won't do anything" for infection and to save battery. The patient was currently being treated for a urinary tract infection (uti), not related to the stimulation device. Additional information has been requested, but was not available as of the date of this report.